Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) was reprogrammed to a monitor only mode and the therapy delivery was no longer activated. The alert was detected through the patient's remote monitoring system. Attempts to obtain additional information from the field representative was done pertaining to the reason why it was reprogrammed as such, however was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.